Event description:
It was reported this tracheobronchial graft was placed in the celiac artery for a celiac artery aneurysm procedure. Following placement of the graft, it was noted the graft had migrated and the portion of the graft was extending into the aorta. Uneventful retrieval of the graft utilizing a snare followed. A stent was successfully placed and the patient's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. This device was used in a non-indicated procedure, celiac artery aneurysm graft placment. The company believes user technique and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "the wallgraft tracheobronchial endoprosthesis is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted."